Event description:
Subsequent to the previously filed report, additional information was received that the connection with the dilatation catheter for the indeflators were confirmed to be secure. The third indeflator that was successfully used came from a different lot than the first two. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: lot number updated from 30167404 to 60165718. Correction - initial reporter, phone # and occupation. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified one other similar incident from this lot. The investigation determined the leak appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other indeflator device referenced is filed under a separate medwatch report number.

Event description:
It was reported that during a percutaneous coronary intervention procedure two indeflators were noted to be leaking. Another device was used to complete the procedure. There were no adverse patient effects reported. No additional information was provided.